Event description:
It was reported that patient¿s generator was being returned following a prophylactic replacement. Programming history database was performed and reviewed providing the last parameters. Product analysis (pa) review was completed and reviewed. The generator was explanted and returned due to prophylactic replacement. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications analysis in the pa lab found that the device had reached an end of service condition. An open can measurement of the battery voltage confirmed that the battery was ¿depleted¿. The generator worksheet was reviewed and there were no issues observed. There were no performance or any other type of adverse conditions found with the pulse generator. Periodic programming history database review was performed showing high impedance that was seen on the day of replacement for the patient. Additional information was later received that during patient's last visit before replacement high lead impedance was seen. On day of surgery during pre-operative diagnostics high impedance was noted. Surgeon attempted to reinsert lead pin into generator, but high impedance was still seen. Generator was then replaced, and system diagnostics were performed but high lead impedance remained. Surgeon concluded it was a lead issue causing the high impedance. Mother did not want patient to undergo lead revision surgery and surgeon did not want to perform. No known surgery to remove the lead has occurred to date. No additional relevant information has been received to date.

Event description:
It was found from periodic programming history database periodic review that patient was seen with high lead impedance. No other relevant information has been received to date.